Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high pacing impedance on the atrial lead. No changes or intervention was performed. There were no patient consequences.